Event description:
A 16mm diameter x 20mm diameter x 11.5cm length iliac limb stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's aorta and iliac arteries were severely tortuous. It was reported that the stent graft delivery system kinked during attempts to advance the stent graft to the intended landing zone, due to the pt's anatomy. The delivery system was removed from the pt and a second aneurx device was successfully used to complete the case. The device was returned and the analysis was completed. There was a severe kink at the base of the stent graft and several minor kinks through the delivery system which corresponds with the severe tortuosity of the pt,s anatomy. No clinical sequelae reported and the pt is reported to be fine.

Manufacturer narrative:
Eval results: patient's condition affected effectiveness of device (iliac arteries were severely tortuous). Eval conclusions:device failure/lack of effectiveness related to pt condition (iliac arteries were severely tortuous).